Event description:
Burnt fat cells [thermal burn]. Red skin [erythema]. Fat corrocious [unevaluable event]. I use this on a constant basis, like all the time [device misuse]. Case description: the patient is a (B) (6) female who used a thermacare menstrual heatwrap transdermally for the treatment of menstrual cramps on (B) (6) 2009. The patient experienced "burnt fat cells" below the skin that would require plastic surgery to repair. Medical history included severe menstrual problems. Concomitant medications were not provided. On (B) (6) 2009, the patient began using thermacare menstrual heatwraps. The patient reported removing the heatwrap after an unspecified length of time and her skin was red. The redness did not improve and the patient continued using the wrap everyday. A few days later (and "I use this on a constant basis, like all the time") she went to the doctor. The physician stated that she had "fat corrocious" which is burnt fat cells below the skin and can only be totally corrected through plastic surgery. Treatment was not provided and the patient has not recovered. Burn ((B) (4)). Redness ((B) (4)). Unevaluable event ((B) (4)). Device misuse ((B) (4)).